Manufacturer narrative:
The device lot number is unknown/not provided.

Event description:
The doctor reports that the patient presented with loose restoration with tooth (B)(6). The abutment screw (iuniht) was found to be fractured. The doctor had to remove soft tissue from the site and screw down the restoration again. The doctor reports that the implant is fine.

Manufacturer narrative:
One certain® titanium hexed try-in screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the drive head. The head has sheared off in a ring around the top of the screw. The drive feature is worn and stripped. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed try-in screw it is recommended that the screw is hand tightened, and that the product is not meant for retained fixation. Risks related to this event are highlighted in rm-00057-haz rev 2, which calls out "inadequate treatment planning, misunderstood or overlooked instructions for use" leading to screw fracture. The probable cause for this complaint can be determined based on misuse and a breach in restorative protocol. It is stated in the ¿biomet 3i restorative manual catrm¿ rev. B 10/06 that try-in screws are meant for use with an analog, and not with a surgical site.